Event description:
It was reported that there was a burning smell.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The warranty seal label is intact. The unit was inspected for cosmetic damages and non were present. It was noticed that the unit had excessive amounts of dust/debris build up around the fan area. The cover was removed prior to powering up the unit and noticed excessive amounts of dust build up around fan, heat sink and mainboard area. The unit was attempted to be powered on and instantly received a f8 error followed by smoke out of a transistor on the heat sink. Probable root cause could be due to a component failure on the powerboard. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a burning smell.